Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The tandem user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, a minimum fill notification occurred after the user filled the cartridge with 160 units of insulin during the load sequence. Reportedly, the customer was not performing the air removal step. Customer¿s blood glucose level was 241 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.